Manufacturer narrative:
The customer's test strips were requested for investigation and a replacement product was sent to the customer. The reporter's strips were provided for investigation where they were tested using a reference meter with a high-level control sample. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr. Qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch field. Occupation - the occupation is patient/consumer.

Event description:
It was alleged that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 11:10 a.m. On (B)(6) 2022, the patient had a meter result of > 8.0 inr. Within 45 minutes of meter testing, a sample from the patient was tested in the laboratory using neoplastin reagent on a stago compact max, resulting in a value of 5.0 inr. It was believed that the patient's doctor reduced warfarin dosage based on the laboratory value. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly.